Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported that the cause of the event was unknown and it was unknown whether the fall had affected the device. Resolution was also unknown. It was noted the device was still in use. The rep made attempts to communicate with the physician's office, however not further information was provided. The account was no aware of answers.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they have been having trouble with their device for "some time". Pt stated they met with a rep at dr's office and stated rep informed pt that there "was something very much wrong with the unit". Pt stated they tried different settings and informed pt that 3 of the settings out of 4 "did not work". Pt stated due to this the rep "reset" the settings and created more settings. Pt stated they were told by the rep that if these settings don't work pt will need to have the ins system replaced. Pt stated they tried all the settings and reported they tried all 4 settings but only one setting is tolerable but it's still not working. Pt reported the other 3 settings were very uncomfortable. Pt stated they tried each setting for a week. Pt stated current setting is not uncomfortable, but is not "doing what it's supposed to do". Pt also mentioned they had therapy set a year ago. Pt stated their ins was turned off for a year and then stated they were having problems so they decided to turn it bac k on (agent not clear what pt was referring to by this statement). Pt reported they had surgery on their shoulder and reported since this surgery they are not only having trouble with their bowels they are also having trouble with their bladder. Pt also reported they had a fall (did not recall when) and stated they think they may have fell on their bottom and "hit the device" but stated they are not sure. Pt reported now they are having bladder and bowel problems. Pt stated they are currently on program b and it is the only program that is comfortable but it is not helping to manage pt's bowel symptoms. Pt stated their bowel problems are not as bad as they were but reported the bladder problems are "very bad". Pt stated they thought ins was implanted to help both bowel and bladder. Pt stated they did not want to make any changes to their settings because they have therapy at a level that is comfortable now and no other setting is comfortable. Pt clarified they are not getting a 50% reduction in symptoms with bladder and reported it is making their bladder symptoms worse. Pt stated their bowel symptoms are better but suddenly pt is having problems with incontinence. When agent attempted to collect event date pt stated "well I've had the problems with my bowel for forever that's why the unit was put in". Pt stated the issue "never stopped", but agent was unable to clarify if this was since date of implant or when this issue started despite attempting to get clarification. Pt stated they spoke with hcp and was redirected to contact a rep. Pt stated they have left several messages for the rep but has not heard back. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The rep reported on (B)(6) 2021 that patient has tried all programs and nothing is working. Interstim isnt helping symptoms.  Patient reported falling many times. Reprogramming was tried. Surgical intervention is planned on (B)(6) 2021. The issue was not resolved the time of this report.